Event description:
It was reported that the pt heard their pump alarm every hour. The pt did not have any symptoms present. The physician confirmed a motor stall with no recovery on (B)(6) 2010. The pt was at physical therapy at the time of the stall. A tube set error message occurred on (B)(6) 2010 at 1449. The medications being delivered via the device system were clonidine and baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).